Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. The aluminum pack is not sealed to the plastic foil, but there are signs of first pack sealed to second pack. Taking into account that no other complaints received concerning this issue for this code-batch, this is considered an isolated unit affecting only this article code batch. Claim is justified for isolated units, but the whole batch is correct. Note is taken of this incident. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: in spite of receiving two open samples, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incident, and if any closed sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the inner foil is welded with the outer foil.